Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the rutner suprapubic balloon catheter had fallen out within a day after placement, and that the balloon was found to be broken. A new device was placed, and there were no further injuries aside from the replacement procedure. No part of the complaint device remained in the patient's body.